Event description:
It was reported that the programmer was unable to interrogate certain device models, and that the fan was noisy. The programmer and radiofrequency (rf) head were returned for service. Both products were analyzed and tested out of specification. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power cord bay door latches were broken and the system fan was intermittently noisy. Analysis could not confirm that the programmer could not interrogate certain devices. (B)(4): analysis found that the cable had a slit in the insulation and the rubber portion of the label was missing.